Event description:
It was reported that within one day of implant the patient had phrenic nerve stimulation from the left ventricular lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.